Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both catheters "split' during an attempted insertion. It was confirmed that the 3rd catheter was inserted successfully after a 3 minute delay and the procedure proceeded as planned. There was no staff or patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that indicated that there were no external factors that the health care provider (hcp) was aware of when the event occurred. The hcp used the product many times before and reported that the catheter "just split open".